Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. These issues began on the same day she developed symptoms of infection at her sensor insertion site. She awoke to a low glucose alert, but when testing with her meter, her bg was high; later that day, pain and pus discharge appeared at the site. Customer care created a complaint for infection at the insertion site (MFR#3009862700-2025-02009). The case was escalated to the next level of support for further review. A review confirmed that the infection likely affected sensor accuracy. The user accepted the advice, had no further questions, and confirmed she did not plan to have a new sensor inserted. The case was closed without further action. B4. Date of this report 07 feb 2026. G3. Date received by the manufacturer? 07 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310,22.